Event description:
It was reported to boston scientific corporation that during preparation for an endoscopic retrograde cholangiopancreatography (ercp) procedure, when the hydratome rx was unpacked, it was discovered that the device was twisted and could not be advanced within the working channel. Reportedly, no damage was noticed to the product packaging. The procedure was completed with another hydratome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "okay." This event has been deemed a reportable event based on the investigation results; wire broken and working length melted.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4) - the event of cut wire broke. (B)(4) - the event of working length melted. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A visual examination of the returned device found that the exposed cut wire was bent and broken. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. A section of the distal end of the device, was cut off from the device. The distal tip of the device was found to be kinked. The broken ends of the cut wire appeared blackened, and the proximal pierce hole appeared melted from use. Examining the blackened ends of the broken cut wire, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 17 mm from the distal pierce hole. The proximal end of the cut wire could not be extended out through the proximal pierce hole due to the condition of the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context.